Event description:
It was reported by a nurse that a vns pt had an "impedance problem." Pt underwent surgery on (B)(6) 2011 and replacement of the generator resolved the high impedance issue. X-ray images were taken but they were not reviewed by the MFR. However, the radiology report stated that "vns is disconnected." Reinsertion of the pin into the generator showed the device being at end of service. The reason for eos = yes is apparently due to the usage of electrocautery for making an incision but this has not been confirmed yet. Also, there was no trauma or manipulation to the generator. Good faith attempts to obtain the product for product analysis have been unsuccessful to date.